Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Manufacturer narrative:
The device was not returned to zoll medical corporation, instead the digital board was removed and returned. The malfunction was duplicated and attributed to a faulty integrated circuit on the digital board. The device was recertified and returned to the customer. Also, it is important to note that the customer indicated that they repaired the device which resulted in this no display report. Reports of this nature are typically not considered to have any clinical impact and does not meet our requirements for submission of a medwatch report. Analysis for reports of this type has not identified an increase in trend.